Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left hip was revised after patient complaint of inflammation and pain. Intra-operatively, surgeon reported the presence of fretting and corrosion. A 40 +4 cocr head was revised to a 36 +5 ceramic head and sleeve. The accolade I stem was not revised.